Manufacturer narrative:
(B)(4). Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. 20 devices in lot. No other complaints on lot. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
Per a CT (computed tomography) scan of the abdomen dated (B)(6) 2019, ¿an ivc filter is present. The tip of the ivc filter is at the renal veins not below. The apex of the filter is relatively central in the ivc. The ivc filter has four tines that protrude through the ivc all approximately 3 to 4 mm. The anterior tine contacts the second portion of the small bowel. The left posterior tine is just posterior to the aorta. The right tine nearly contacts a right renal artery secondary branch. The right posterior tine is in the retroperitoneal space. No broken tines or fragmented ivc filter.¿

Manufacturer narrative:
Update - cinc: product specification spec_91889 gives instructions pertaining to this device. The specification states, "product is manufactured, inspected and packaged by william cook (B)(4) a/s kmj 05dec2017 15nov2017/ars: investigation is reopened due to additional information provided. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'unable to be retrieved, clot above filter (ivc occlusion), pain, anxiety'. Product is manufactured and inspected according to manufacturing instructions and quality control. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report # 1820334-2017-03770. New information was received identifying that the product was a cook inc. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Patient received an implant on (B)(6) 2012 due to left lower extremity deep vein thrombosis. Patient experiences device is unable to be retrieved, clot above filter; patient is alleging pain, anxiety. Per medical records, retrieval was attempted on (B)(6) 2012 but was called off due to filling defect and on (B)(6) 2012 but was unsuccessful most likely due to long-term residence in the inferior vena cava respectively.